Event description:
It was reported that during the procedure in the left internal carotid artery the patient experienced dyspnea and hypotension that was treated with dopamine and resolved on (B)(6) 2010. Respiratory status improved after treatment with bipap, steroids and empiric antibiotics. Hospitalization was prolonged and the patient was discharged home on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hypotension and dyspnea are known adverse events as listed in the products no fault risk assessment report. Additionally, hypotension is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.